Manufacturer narrative:
We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 341 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, manual insulin injections were delivered and a new pod was applied.

Manufacturer narrative:
No bends or kinks were observed on the soft cannula. A timeout occurred at the beginning of the run but the device corrected itself. No drive stalls were produced during the run that would indicate a failure to deliver insulin.